Event description:
Reportable based on device analysis completed on 26jan2022. It was reported that the catheter became kinked. A guidezilla guide extension catheter was selected for use in the left anterior descending artery. After the physician opened the package, it was found that the connection of the delivery shaft and the access catheter was kinked. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed collar and shaft partial detachment.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of the guidezilla i45 guide extension catheter. The device was visually and microscopically examined. There was blood present in the shaft of the device as well as on the tip. The collar was partially detached. At the most distal end of the collar, the shaft was partially detached and torn. The ends of the detached shaft were damaged and slightly twisted. The jagged edge of the detached shaft indicated that the device was likely kinked and rotated with force during handling of the device. The shaft and collar partial detachment was likely caused from a shaft kink as the ptfe and attached portion of the shaft showed signs of a kink. The shaft underneath the collar also showed signs of a kink as it was no longer connected with the collar. The damage to the device indicated there was force during handling of the device.